Event description:
Powerglide PICC line was being inserted per PICC line nurse. During attempt to thread midline catheter, resistance was felt so advancement was stopped. Upon attempt to remove guidewire and catheter, 3cm of catheter was sheared off and retained in patient's arm. Vascular surgery was consulted for removal in the operating room.